Event description:
It was reported that patient underwent an implant procedure of an artificial urinary sphincter (aus) device due to unknown issues with a sling device. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.